Event description:
On (B)(6), 2011 the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system. It was reported that the trunk-ipsilateral leg component was deployed too high partially covering the right renal ostium. The patient tolerated the procedure and is reported to be doing well.

Manufacturer narrative:
A review of the manufacturing records could not be conducted as lot numbers were not available. Images were also not available for review. The gore excluder aaa endoprosthesis featuring the gore c3 delivery system instructions for use warns "do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur."